Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that after the nexiva catheter was inserted, the plug was removed and connected to the IV line. When saline solution was injected, leakage occurred from the connection point. Please check if the connection point is within specifications during use.

Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged luer adapter was confirmed and the cause appeared to be manufacturing related. Photographs and one 20g nexiva IV catheter were provided for investigation. The sample exhibited evidence of use. A longitudinal crack was identified on the pink luer adapter. The cause may have been a combination of various circumstances; however, manufacturing was likely a contributing factor. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.